Event description:
Patient underwent complete repair and had hypoxia post-operatively related to intentional persistence of foramen ovale. Unable to correct hypercarbia, likely due to inadequate pulmonary blood flow, requiring extracorporeal membrane oxygenation (ECMO) for support. Re-cath showed no residual anatomic problems except patent foramen ovale (pfo) and found in or to have regurgitant valve in contegra right ventricle (rv) to pulmonary artery (pa) conduit (functional pulmonary valve regurgitation causing rv dilation and tricupsid regurgitation (tr).) Contegra valve was replaced with pulmonary homograft and atrial septal defect (asd) closed with 2mm fenestrated asd patch. Patient was then able to be weaned off ECMO in or. Chest was closed.problem with regurgitation from contegra graft was discussed and alternatives of homograft valve was employed. There are problems with supply of small homografts 1. Hypoxia and hypercarbia requiring ECMO support. 2. Return to or for closure of small asd (pfo) with fenestrated (2mm) asd patch and replacement of pulmonary valve of contegra graft with pulmonary homograft.